Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 7620536 sn: (B)(4) and (right) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 7681622 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/15/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 225cc mentor smooth round moderate profile saline breast prostheses, experienced left side deflation and bilateral ptosis post-operatively. As a result the patient underwent bilateral mastopexy and bilateral removal and replacement with two unspecified mentor saline breast prostheses on (B)(6) 2019. This medwatch form is for the right breast prosthesis.